Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer went for swimming with insulin pump and then it went blank and did not turned on. The customer blood glucose level was unknown. It was also reported that contacts on the battery cap was neither missing nor damaged and display is blank currently. Display did not returned after insulin pump restart. It was also reported that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.